Event description:
During a laparoscopic appendectomy the endo-gia white load stapler was applied but there was a misfire. The stapler cut, but the staples were not placed. Another stapler was used without any difficulty.